Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported exchange due to concerns against the product and later reported ¿capsular contracture, baker grade unknown¿ and ¿exchange from a textured to smooth breast implant due to the patient¿s concern with the product¿. This record is for the left side. Device remains implanted.